Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump had an intermittent button response, on the act button, due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It is reported by the patient's insulin pump displayed motor error. Patient's blood glucose level is 112mg/dl. Trouble shooting was conducted and problem stopped. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.